Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has no motor function in his lower body. The patient underwent a surgical procedure for a paddle lead implant. The following morning, the patient was no longer able to move his lower body. The physician decided to explant the patient's entire scs system. During the explant procedure, a hematoma was observed near the lead site. The physician evacuated the hematoma after explanting the lead. There was no neurological response noted with the ssep monitor, with the lead implanted. There were no improvements seen after the lead was removed. There has been no change in the patient's condition. The patient was transferred to a rehab facility on (B)(6) 2016.